Event description:
It was reported that the patient experienced pain and heating at the ipg site, and ineffective therapy. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
E1: initial reported phone number: (B)(6). The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.